Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative troponin result on the architect i1000sr analyzer. The following information was provided: on (B)(6) 2019: patient was brought in to ehs. Troponin result was 0 ng/l. Patient was sent home as the customer uses a cutoff of 2.9 ng/l. On (B)(6) 2019: patient was back at the hospital. Troponin was measured and the results is 6000 ng/l. Sample from (B)(6) was reanalyzed and the result is 1400 ng/l. No further patient information or details on impact were available. No negative impact to patient management is known.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve, bypass, 2 way (rohs) (pn 7-200607-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.